Manufacturer narrative:
Technician stated that he found the bed in the hallway with both pivot slides dislodged, and the left slider pivot extrusion missing. Tech stated that the left and right retracting arms were bent. Nurse alleged that pt was pulling himself up in bed when she heard a noise and the head section fell. Tech spoke with the pt and he alleged that the nurses were raising the head section, after he had just been transferred into the bed, and then he heard a noise and the head section fell. Tech could not find any signs of the head section being caught on anything. Pt alleged that the bed was in the middle of the room and not near any other objects. Tech stated that the bed may have been damaged prior to the pt getting in the bed, but no staff reported that there was a problem with the bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the head section fell down with patient in the bed. No injuries reported at this time.